Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal, and a scratched lcd lens. Functional testing was able to duplicate the reported issue. It was determined that a software error was the root cause. The software was updated to resolve the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41100. The product fault occurred before infusion, there was no patient involvement.